Event description:
The customer reported to olympus, the evis lucera colonovideoscope had air/water flow issues. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found; foreign object in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found a foreign object in the nozzle. In addition, the evaluation found the following; due to wear of the angle wire, the bending angle in up direction did not meet the standard value, the light guide lens had discoloration, the objective lens and the control unit had discoloration, the forceps elevator knob, the right/left knob, the switch box, the scope cover, the plastic distal end cover, the suction connector, the grip, the universal cord and the control unit all had scratches. Due to the wear of the angle wire, the play of the up/down knob was out of the standard value, the adhesive on the bending section cover had a chip. Due to clogging of the nozzle, the water removal ability did not meet the standard value and due to a scratch on the objective lens, a flare occurred. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, event information, customer-provided reprocessing information and corrected device evaluation results. Corrected data: during device evaluation, the customer alleged air/water flow issue was confirmed. When the foreign material was identified, olympus requested additional information from the customer on their reprocessing practices. The customer reported the device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, there was no delay in the start of the pre-cleaning. The customer reported that during manual cleaning, there were no abnormalities in the reprocessing accessories, the air/water nozzle was flushed with air and water, the nozzle was wiped with lint-free cloths/brushes/sponges and the air/water nozzle was flushed with detergent solution. During manufacturer's investigation, a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device instructions for use document was reviewed. Review showed that relevant instruction related to the detection of this issue described in chapter 3- preparation and inspection section- 3.2 inspection of the endoscope: "9. Inspect the air/water nozzle at the distal end of the endoscope's insertion section for abnormal swelling, bulges, dents, or other irregularities." In addition, section 3.6 inspection of the endoscopic system states: "1 keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." The investigation included an examination of the foreign material: the examination determined the foreign material was made of organic silicone. Based on the shape of the foreign material, the investigation suggested the silicone may have stuck due to use of a medical agent, like an anti-foaming or lens defogging agent. The investigation determined the foreign material may have remained in the nozzle due to drug residue drying and adhering to the nozzle and then the device was insufficiently reprocessed. However, the cause of the adhesion was not definitely established. Olympus will continue to monitor field performance for this device.

Event description:
Additional information: the reported issue found during inspection prior to diagnostic colonoscopy. The procedure was completed with similar device. No procedural delay had occurred.